Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 535 mg/dl with nausea and large ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with insulin via injection and IV fluids. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.